Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms of high blood glucose such as vomiting. The customer treated with intravenous drip. Customer's current and at the time of incident blood glucose value was 539 mg/dl. Troubleshooting was performed. The customer was hospitalized and blood glucose value when admitted to hospital was 539 mg/dl. The customer complained about pump isn't delivering insulin and cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer wearing the pump at time of hospitalization. Customer wearing the pump at time of hospitalization. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer perform the high pressure test and test passed. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.